Manufacturer narrative:
This device used for treatment and not diagnosis. The returned screw is intact and shows only slight wear. We do suppose that these damages were caused during the revision, possibly extra force had been applied and lead to these damages. No product fault could be detected. Product is being sent to manufacturing for evaluation. The investigation is ongoing.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with mandible plate and screw construct on an unknown date. Post-operatively, it was noticed that there was a malocclusion. Patient returned to the or on (B)(6) 2013 for removal of hardware. During the revision surgery, it was reported that a screw pulled through a hole of the plate. All hardware was removed. No further information is available at this time. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates the head thread on the returned screw is damaged toward the top of the head. The remainder of the screw is in fair condition. The thread profile, thread major diameter, thread minor diameter and the head profile were all found to be within specification. The head thread could not be checked due to damage.